Manufacturer narrative:
Product support observations for tni recovery follow: no high bias or false positive result was observed with any sample. No error codes or device issues were observed. Cal z was below the detectable range of 0.05 ng/ml. Cal h was within the manufacturing final release specifications. The returned patient sample on tni on triage was <0.05 ng/ml and 0.01 on the access2. No elevated tni value was observed. The customer's complaint of an elevated (>0.10 ng/ml) tni value was not observed with returned patient sample. Product support cannot rule out sample specific interference, environmental factors, or testing procedures as possible causes for a discrepant result. No product deficiency was established. Customers observation of tni >0.10 ng/ml was not reproduced. Values provided by customer are below the clinical cutoff of 0.40 ng/ml as stated in the package insert. As of 11/10/2011, there are (B)(4) complaints on lot sob w48990. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges false positive tni result with meter. Patient had an elevated tni result with meter and was subsequently hospitalized. Date: (B)(6) 2011, triage tni result: 0.17.